Event description:
(B)(4). This has been going on for a few years now I have been having really bad pelvic pain and lower back pain and my teeth has recently start falling out and since I had this put in my teeth has been in back health and u have never had that problem before I am also suffer from extine fatigue.